Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic gastroplasty procedure. While being applied on the stomach, the device¿s handle broke off and it was unable to fire. The piece did not fall into the patient's cavity. The green button was pressed but handle was unable to be squeezed. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary the product sample or additional supporting materials from the account was not available for this incident. A definitive root cause could not be determined with regard to the reported condition. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.